Event description:
Major pump unit(s) involved: device thrombosis. Additional text: report not back from thoratec-unknown location. Specific component(s) involved: other component malfunction, specify. Additional text: other component: details unknown at this time-waiting report. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump. Other intervention: implant device type: lvad. Malfunction device type:.

Event description:
Major pump unit(s) involved: device thrombosis. Specify component(s) involved: other component malfunction, specify.